Event description:
It was reported by the sales rep: "pr9 (proplege peripheral retrograde cardioplegia device fr. 9) prepped and inserted per IFU w fluoro/tee guidance. Inflated to max 1cc, never able achieve ventricularization-aspirated blood from balloon lumen, device removed, another inserted. Balloon intact when checked pre-placement." No patient harm.

Manufacturer narrative:
The device evaluation is anticipated upon product return from the customer.

Manufacturer narrative:
Evaluation: the catheter was visually inspected and a large tear was found on the balloon. A functional articulation test was performed by actuating the thumb switch and found that the tip articulates as normal when the thumb switch is moved through its various positions. The rupture in the balloon was confirmed and appeared to be a burst when compared with a burst pr9 balloon from testing. There were no other defects to the proplege device. The reported balloon rupture has multiple possible root causes. Possible causes of the balloon rupture include a manufacturing defect, a design defect, and procedural factors. All pr9 devices go through a 100% leak test for the balloon prior to packaging. The balloon wall thickness was within specification. A manufacturing defect is not confirmed. It is possible that procedural factors contributed to the balloon rupture. It is possible another surgical tool punctured the balloon or rough handling during prep, insertion, and placement of the catheter contributed to the rupture. The root cause of the reported balloon rupture is indeterminable. No corrective actions are required. The information gathered during this reported event and evaluation will be included in trending data for future CAPA determinations. The IFU contains the appropriate instructions on how to use the device safely. The trend for this complaint type is in control. Trends will continue to be monitored through the edwards quality system